Manufacturer narrative:
The customer's device was returned to stryker product analysis center (pac). The pac technician evaluated the customer's device and confirmed the reported issue. The root cause of the reported issue was determined to be a depleted battery. Further root cause of battery depletion could not be established. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.